Event description:
The user facility reported that the device overheated during a procedure.  The patient was burned on the lip and given antibiotic ointment to prevent infection. There was no delay or further adverse consequences.